Manufacturer narrative:
Radiographic image review result: ap and lateral post-op x-rays for c4-7 acdf shown. One of the bottom screw at c7 appears to have backed out. This happened at 1 week post-op. So fusion might not have occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9790213, 510k # k042922, UDI # (B)(4), was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent anterior cervical fixation surgery at c4-c7 due to unknown reason. Post-op, the screw on the right side of c7 backed out (probably the plate has not been locked) one week after the operation. Hence on (B)(6) 2020, a revision surgery was performed to remove the screw that had backed out (originally, seven screws have been placed. Six screws remained for fixation after the screw was removed). When the screw was removed, it was checked whether the lock of the plate was movable or not, and it had been movable and it seems that the plate did not fixate the spinal screw at c7 right. There was no delay in overall procedure time. There were no other patient symptoms or complications reported as a result of this event.